Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that during an acl & meniscus repair surgery, a truespan meniscal repair system 24, peek was used to attempt a vertical repair on a partial meniscal tear on the medial meniscus. On the 5th gun used, when aimed and fired inferiorly of the meniscus, the anchor did not catch onto the tissue. The complaint device was received and evaluated. Visual observations reveal that the first implant was deployed and the second implant is within the needle shaft assembly. And the silicone sleeve was damaged as it was found broken in the distal part. In addition, was noted that the needle was bent. The functional test was performed in the meniscal gum sample making the second firing unsatisfactorily due to the implant did not catch completely in the gum sample. Besides, the red trigger presented low tension during functional test. The possible root cause for the reported failure can be attributed to a damage in the internal spring of the red trigger.however, this cannot be conclusive determined a manufacturing record evaluation was performed for the finished device [6l35831] number, and no non-conformances were identified at this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
It was reported by sales rep via complaint submission tool, that during an acl & meniscus repair surgery, a truespan meniscal repair system 24, peek was used to attempt a vertical repair on a partial meniscal tear on the medial meniscus. On the 5th gun used, when aimed and fired inferiorly of the meniscus, the anchor did not catch onto the tissue. A second attempt was then done using another truespan 24, peek which was fired superiorly first then on the same spot inferiorly, and was successful in repairing the partial tear on the meniscus. A total of 6 guns were used, no issues were encountered in the first 4 guns, only the 5th gun had the issue of not catching onto the tissue. A new gun (6th) was used to finish procedure. No surgical delay or patient consequence reported.